Manufacturer narrative:
(B)(4). The device was returned for analysis. The kinked/ detached shaft was able to be confirmed. The difficulty positioning, removing the device and excessive force were unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position, difficult to remove, kinked, or detachment of device from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a right groin access approach during a procedure of the left anterior descending (lad) and diagonal (dia) arteries the 2.5 x 33 mm xience xpedition stent delivery system (sds) was advanced in the non-abbott guide catheter with two unspecified guide wires inside and resistance was met with the various devices. Using some force it was noted that the sds shaft became kinked during the attempt to advance the sds inside the guide catheter. The device was attempted to be removed with resistance noted and outside the anatomy the shaft separated in the area of the kink. A second unspecified xience sds was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.